Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced swelling around the pump that started during the past weekend. Pain was also noted. The pt had not had any falls/trauma. A single tone alarm was noted several days prior to the report. At the last refill on (B)(6), the pt was told that the pump battery was low. The pt has been awaiting insurance approval for a pump replacement. It was later reported that the pt was admitted to the hospital on (B)(6) 2010, due to the swelling around the pump site. The pt also experienced fever, vomiting and site tenderness. Antibiotic therapy was administered. The device was removed and replaced on (B)(6) 2010, due to baclofen pump failure and normal battery depletion. The pt tolerated surgery well; developed a low-grade postoperative fever. The fever was not present for 24 hours prior to discharge. The discharge diagnosis was noted as abdominal wall cellulitis and baclofen pump failure.